Manufacturer narrative:
Date of event: (B)(6) 2021 was used since the event date was not provided. The returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the device. At 49.7cm from the strain relief there was separation of the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. There was blood and contrast in the tight folds of the balloon.

Event description:
Reportable based on device analysis completed on 10nov2021. It was reported that a device issue occurred. The patient presented with ischemia. During preparation of a 2.50mm x 15mm nc emerge balloon catheter an issue occurred. The procedure was completed successfully with no patient complications. However, device analysis revealed a shaft break and that the device had been inside the patient.